Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right atrial lead could not be fixated to the patient's right atrium despite several attempts to fixate the lead. The lead was replaced and a new lead was successfully implanted. No adverse patient consequences were reported and the patient's condition was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.